Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple instances of low blood glucose (bg) as low as 51 mg/dl. Reportedly, the pump's basal rates needed to be adjusted. Tandem technical support advised customer to call back to troubleshoot and consult with healthcare provider if the low bg issue reoccurs.